Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent surgical procedures on (B)(6) 2005 and (B)(6) 2011 and ams apogee and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2011 also, concurrent with this procedure there was surgical correction of recurrent cystocele, vaginal vault prolapsed, and enterocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2005.